Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 54 mg/dl; cause of low was unclear. Low bg was addressed by consuming carbohydrates. Customer advised they will be consulting their healthcare provider regarding the issue.